Event description:
Medtronic received info that one of the pod arms on this tissue stabilizer fractured during the surgical procedure. It was reported that the break occurred when the device was on the retractor. The broken pod arm did not fall into the pt, and there were no reported adverse pt effects. The case was continued with a similar device.

Manufacturer narrative:
Analysis: analysis of the returned device confirmed that one of the suction pod legs of the headlink u-tube assembly had broken at the y support weld area, which confirmed the clinical report. Medtronic had previously received similar reports of headlink breakages on this product model. To improve the performance of the product, design enhancements were implemented to strengthen the headlink u-tube assembly, with a goal of reducing the occurrence of headlink breakage while the surgeon is bending/positioning the suction pods of the device. This device was manufactured after the design enhancements had been implemented, and represents the first post improvement clinical event. It was reported that the account had been extensively trained on the appropriate technique for manipulating the suction pods on the device. Review of the device history records show that the device met manufacturing requirements when released for distribution. Conclusion: reduced performance of the device occurred and was likely related to user interface. Product replaced without reported adverse pt effect. Medtronic continues to monitor field performance to detect similar events, should they occur.